Event description:
Patient presented to the physician one day post-implant procedure with a hematoma at the chest incision site. Physician prescribed anticoagulant medication. Physician brought the patient into the or the following day for exploration of the chest incision, but no active bleeding was identified. Physician closed the incision, and applied a pressure dressing to the site. Patient was admitted for observation and discharged two days later.